Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. A day after the onset of event, the patient was hospitalized for the event and was discharged from the hospital eleven days later. The patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency was not reported) and ceftazdime (1 gram, intraperitoneal and frequency was not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.